Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged while the patient was in recovery after the implant procedure. The patient frequently used their left arm during recovery which led to the dislodgement with some pacing not delivered when required. The rv lead was then repositioned and remains in service. There were no additional adverse patient effects reported.